Event description:
It was reported that during an aneurysm coiling procedure, post-procedure, distal tip of the subject long sheath was found broken. Procedure was completed successfully and there were no clinical consequences to the patient reported as a result of this event and was discharged from hospital.

Manufacturer narrative:
G4 PMA/510(k - corrected d3 manufacturer entity - corrected g1: manufacturing site - corrected FDA registration number - corrected from 3008881809 - nv (cork) to 3008853977 - nv (bs-cr, nv-ca, bs-mn) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject catheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the catheter was noticed broken at the distal end, post procedure. There was no part of the catheter left inside the patient and the patient was discharged without problem. The catheter was not returned to confirm the as reported therefore the as reported 'catheter tip broken/fractured during use' will be assigned undeterminable.

Event description:
It was reported that during an aneurysm coiling procedure, post-procedure, distal tip of the subject long sheath was found broken. Procedure was completed successfully and there were no clinical consequences to the patient reported as a result of this event and was discharged from hospital.